Manufacturer narrative:
Suspect product was discarded.

Event description:
On (B)(6) 2022, a patient (pt) in china called to report pain in both eyes (ou) on (B)(6) 2022, after removing the 1-day acuvue® moist brand contact lenses (cls). The pt reported wearing the ou suspect cls for more than 14 hours. The pt reports both eyes were red and swollen the following morning. The pt went to an eye care professional (ecp) who diagnosed the pt with keratitis. The pt was prescribed gatifloxacin eye gel, 1 drop, once daily; levofloxacin eye drops, 1 drop, once an hour; sodium hyaluronate eye drops, 1 drop, 4 times daily; and cyclosporine eye drops, 1 drop, 4 times daily. On (B)(6) 2022, the pt reported the eyes are getting better today. The pt was unable to confirm any additional medical information. On (B)(6) 2020, the translated medical report was provided. Date of visit: (B)(6) 2022. Chief complaint: ou red eye after wearing cls overnight. The pt forgot to remove the cls. Exam: va od: 0.4; os: 0.5; ou bulbar redness (+); od corneal (-); os corneal staining (+) deep to stroma; chamber shining (-). Diagnosis: interstitial keratitis. Medication: gatifloxacin gel-qn (every night), sodium hyaluronate eye drops qid (four times daily), cyclosporine eye drops qid, cyclosporine eye drops qid; levofloxacin eye drops every hour. The pt was advised to suspend cl wear. On (B)(6) 2022, the pt confirmed the diagnosis and the treatment prescribed was for ou. The pt confirmed that both eyes were fully recovered. The pt has returned to cl wear again ¿from yesterday.¿ no additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5954460108 was produced under normal conditions. The suspect left eye (os) cl was discarded. No additional evaluation can be conducted. This report is for the pt's os event. The report for the pt's right eye (od) event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.